Event description:
It was reported that: incident occurred on (B)(6) 2024, involved a 71-year-old female patient. Patient in intensive care unit with acute renal failure and hyperlactatemia. The patient had been on dialysis for 3.5 hours, using an av-set-online plus 5008-r dialysis circuit (from another supplier) connected to a femoral 2v 12fr x 25cm 12g/12g st hemodialysis catheter from teleflex. When the dialysis was disconnected from the teleflex catheter for a scan examination, the blue part of the circuit remained "stuck" inside the blue part of the catheter. The circuit broke, leaving the connector inside the catheter. There were no clinical consequences, but the patient's dialysis catheter had to be changed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occurred on (B)(6) 2024, involved a 71-year-old female patient. Patient in intensive care unit with acute renal failure and hyperlactatemia. The patient had been on dialysis for 3.5 hours, using an av-set-online plus 5008-r dialysis circuit (from another supplier) connected to a femoral 2v 12fr x 25cm 12g/12g st hemodialysis catheter from teleflex. When the dialysis was disconnected from the teleflex catheter for a scan examination, the blue part of the circuit remained "stuck" inside the blue part of the catheter. The circuit broke, leaving the connector inside the catheter. There were no clinical consequences, but the patient's dialysis catheter had to be changed.

Manufacturer narrative:
(B)(4)